Manufacturer narrative:
There is no indication of a device malfunction and no product was returned for evaluation. A review of the device history record for the cartridge lot number confirmed the lot was released for distribution having met all product specifications and design requirements. Biocompatibility has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. A review of the complaint database was performed for the involved cartridge lot number and there have been no other reports of this nature. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a healthcare professional regarding a (B)(6) female patient who became symptomatic during a standard hemodialysis treatment on (B)(6) 2018. Approximately one hour after treatment commenced, the patient experienced abdominal cramps, vomiting, headache and shortness of breath. Additional information was received from the home therapy nurse on (B)(6) 2018 revealing that therapy was discontinued and no medical intervention was required. The patient continues to treat using a different hemodialysis system from another manufacturer.